Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("my symptoms") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled me for surgery on (B)(6)). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: patient scheduled surgery on (B)(6). ¿concerning the injuries reported in this case, the following one/ones were described in social media: adverse event". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of adverse event ("my symptoms") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled me for surgery on dec 2nd). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: patient scheduled surgery on 2nd dec. ¿concerning the injuries reported in this case, the following one/ones were described in social media : adverse event." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.